Event description:
The customer reported the surgeon implanted an 13.2mm vticmo13.2 implantable collamer lens on (B)(6) 2014 in patient's right eye and low vault was observed on (B)(6) 2014. The lens remains implanted, however, the surgeon commented "the vault is very low and needs to exchange".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A lens work order search was performed and there were no similar complaints found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). Staar recommends the icl to be left implanted if no cataracts are noted and beliecevs that the action to remove and/or replace icl increases the risk for anterior subcapsular cataract. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).